Event description:
Surgeon inserted lens and the lens ejected quickly out of the injector and tore the posterior capsular bag. The incision was enlarged to remove the lens and sutures were required. No vitrectomy performed. The reporter stated the lens was the cause of the capsular tear.